Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in overdischarge. The caller stated that the patient needs an MRI, but something is wrong with the ins and they cannot read it. The caller stated that this issue has been ongoing since (B)(6) 2017, at that time their remote did not work. That issue has since been resolved, but they cannot put it into MRI mode it only shows a question mark. The caller stated that the healthcare provider (hcp) told them that the device is off, and they can scan the patient. There was an inquiry on the patient's eligibility. The difference between overdischarge and discharge was reviewed. The caller suspects that the patient is in overdischarge. It was reviewed that the device would be off, but it was unknown if the patient was MRI eligible. It was also reviewed that the term "not working" doesn't necessarily mean that the stimulation was off. The patient reported that they had poor telemetry or no telemetry with recharging. There was poor communication seen. The patient stated that they were turned away from an MRI because they could not get their programmer into MRI mode. The patient stated that the MRI was not related to the implant. The patient stated that they had an MRI about 6 months ago and was not told to turn the device off and since has not been able to recharge the implant. The patient stated that they had an MRI about a 6 months ago and was not told to turn it off and since then has not been able to recharge interval. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare profession. It was reported that no actions/interventions took place. Messages were left for patient by the rep with no response. The office/rep will follow up again. The cause of the inability to recharge, poor communication and the overdischarge was not determined. The issues were not resolved and patient's weight information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The manufacturer representative and the patient attempted to pull the ins out of overdischarge. The rep asked how long it would take to pull the battery out. The rep stated that they would continue to recharge with the patient. No further complicaitons are anticipated.